Event description:
A remstar autoa-flex device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the device evaluation, the service technician observed foam particles inside the assembly. Additionally, the service technician also noted a missing knob and dust/dirt inside the device. The service center scrapped the device after the evaluation was completed.